Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: the patient was treated for the second proximal phalangeal fracture. Surgeon drilled with use of 1.1 mm and inserted the screws. Two of the cortscrews 1.5 self-tap l14 tan were broken at the screw head. It was noted the patient had good bone quality. Surgeon removed both shafts of the screws were removed with pinning and cutting the bone. Surgeon noted: there was a feeling of engagement at the other side. The plate was noted as not broken. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The screw head is broken off the shaft. The tread is badly shaved off the shaft and broken in to three pieces. The article was analyzed for conformance to print specifications at the time of production and the device history records was researched as well. No abnormal findings were identified. We are not able to determine the exact root cause of the broken article exactly. We assume that this breakage occurred due too much force that was applied to the. No product fault could be detected.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.